Event description:
On october 10, 2022, haemonetics was made aware of a donor fatality from an unknown cause. The donation center was notifed by the donor's boyfriend the death occurred at the donor's residence on (B)(6) 2022. An autopsy was performed but will not be released to the center. Donation center reported donor has no known allergies. Donor's last donation occurred on (B)(6) 2022 using a pcs®2 plasma collection system. There was one donor deferral for screening tests which was a low hematocrit of 37% on september 15, 2022. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation. During the donation process, there were no adverse events noted. No further information is expected from the reporter.

Manufacturer narrative:
On october 11, 2022, a haemonetics field service engineer performed diagnostic testing on the machine used during the donation and all tests passed. The machine was found to have met all manufacturer specifications and was deemed ready to use. Field service engineer was not able to duplicate any issues/error code with the device. DHR review found there were no anomalies noted during the manufacture of this device. There were no nonconformances issued involving the device serial number. There are currently no open capas related to this issue. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.